Manufacturer narrative:
An event of restenosis was reported for this patient under manufacturing report #9610978-2005-00024. The event was treated with implantation of an unknown cypher stent. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9610978-2005-00024, and 3003742446-2008-00043. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. Any additional information will be submitted within 30 days of receipt.

Event description:
The notification received for the study indicated that the patient was rehospitalized for percutaneous intervention. This event is being reported as coronary artery restenosis. No additional information is available for this event.